Event description:
It was reported that the insulin pump alarmed external ram crc error, unexpected restart followed with an off no power. Customer's blood glucose was 22 mmol/l. Customer has been using his back up plan. Customer had issues with battery cap. Advised customer the insulin pump and battery cap would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.